Manufacturer narrative:
Engineering logs and battery data from (B)(6) 2025 to (B)(6) 2025 were reviewed following a report of rapid battery depletion. The logs showed the device was not charged above 86% for several days, later charged to 100%, and powered off at 82% before return; however, the specific complaint of abnormal rapid depletion could not be confirmed. Despite this, battery performance was found to deviate from expected specifications, indicating excessive daily depletion, and the device was replaced. No adverse physiological effects, therapy interruption, medical intervention, or hospitalization were reported.

Event description:
It was reported that an ilet bionic pancreas experienced rapid battery depletion, with the displayed charge decreasing from 87 percent to 11 percent within several hours, consistent with a device power issue affecting the battery or power management component. Symptoms included none reported. Outcomes included no reported impact on activities of daily living and no need for medical intervention. Investigation included technical troubleshooting and user education regarding power management and charging practices. Investigation of this case revealed evidence consistent with unexpected battery drain during normal use. It was concluded that the device exhibited accelerated battery depletion, and the event is attributable to a device power performance issue.